Manufacturer narrative:
As reported, the "attachment piece" broke when pulled through the abdominal wall. Additional information has been requested for clarification of the issue that presented, however there has been no response. Based on the information provided and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 191 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per medwatch report #mw5177900 "performing robotic umbilical hernia repair. Bard ventralight mesh was placed in pt through trocar. The [invalid] attachment piece was pulled through abdominal wall with carter t and then broke while being pulled. The surgeon was made aware. Mesh removed and sent to management. Different mesh was then placed for pt."